Event description:
It was reported that during a rectopexy procedure, the device functioned well for 40 minutes, then a sharp noise occurred. The device was removed from the patient and the non-active blade was found to be loose. Another shear was opened and the case continued with no unexpected outcomes.